Event description:
Davinci robot was used to perform hysterectomy. During procedure, left ureter cut. Toxic/fluid overload and resulting cardiac insufficiency occurred. Six days later, a cardiac cath performed and revealed damage during hysterectomy. Following day, surgery to repair ureter was performed.